Manufacturer narrative:
Event date is estimated the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the ipg became inoperable after not being placed into surgery mode during a non abbott related surgery. A replacement surgery was performed on (B)(6) 2022 and therapy was restored post-op.

Manufacturer narrative:
A patient's ipg was replaced was reported to abbott. There is no alleged deficiency of the device, ipg replaced due to physician preference. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.